Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus. Olympus medical systems corp. (Omsc) determined that the reported event was caused by corrosion inside the front panel. It is possible that the front panel did not work due to corrosion caused by the user spraying the device with chemicals or using the device in high humidity, because corrosion inside the front panel was confirmed from the device inspection result by an olympus engineer. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Olympus engineer visited the user facility on the day the customer requested repairs and inspected this device. The inspection confirmed followings; -the front panel was blocked and the function could not be activated. -there was a defect in the front panel unit and the printed circuit board. The inside of the panel was corroded. The olympus engineer said that the cause of this defect was moisture or humidity or condensation. The olympus engineer repaired the device onsite and the device worked properly. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer requested repair of the front panel of the device. Reportedly, the front panel did not work just before the procedure. The customer replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.